Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient is reportedly experiencing electrode extrusion. The recipient was treated with medication.

Manufacturer narrative:
The recipient reportedly did not experience electrode extrusion. The recipient presented with suppuration and phlogosis. On (B)(6) 2017, the recipient was prescribed medical treatment for 10 days. The recipient was recommended non-use of the device. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient will not be reimplanted at this time due to other medical issues.

Manufacturer narrative:
The recipient reportedly healed well after explant surgery.

Manufacturer narrative:
The recipient reportedly experienced a skin flap infection due to device extrusion. The recipient presented with suppuration and phlogosis. On (B)(6) 2017, the recipient was prescribed augmentin and clavulanic acid for 10 days. The recipient was recommended non-use of the device.